Event description:
In 2002, the patient was seen at the implant center for device evaluation because pt was not making any progress. Programming changes were made and an x-ray was considered to determine if electrode was in place. The surgeon noted that at initial implant surgery, there was full electrode insertion. In 2002, a review of the CT scan indicated that the electrode "is no longer in place". Revision surgery is to be scheduled.